Event description:
The customer reported low red blood cell (rbc) results on 5c cell controls run on a coulter lh 500 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
While on the phone with customer technical support (cts), the customer was instructed to check the bsv (blood sampling valve), which was discovered to be dirty. The customer cleaned the bsv, resolving the low rbc recovery on controls. (B)(4).